Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Update jul 24, 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information and updated product information. This complaint was updated on sep 11, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Asr revision: asr xl - right reason(s) for revision: unknown. Bi-lateral - please see (B)(6) for left side revision. Update (B)(6) 2017: claim letter received. There is no new information added that changes the MDR decision. Added complainant information and updated product information. This complaint was updated on (B)(6) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.